Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-04900 and 2134265-2014-04899. It was reported that automatic pullback failure occurred. The opticross¿ was used in conjunction with mdu and a sled. After the device was connected, automatic pullback was performed but stopped several times. The procedure was completed with another of the same device . No patient complication was reported and patient's status is good.